Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic gastric bypass, on the first vertical firing on the creation of the pouch, unknown reload, no buttressing material, the knife blade, while moving distally, dragged the tissue distally, without proper staple formation. The doctor was aware that crossing staple lines could cause the issue. The doctor opened a second like stapler and stapled adjacent to the staple line. There were no patient consequences reported.